Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified; therefore, a root cause could not be determined. Additionally, it was possible that the user could not perform reprocessing properly due to leakage from a deformed up, down/right, left control knob. As a result, foreign material could not be removed. The events can be detected and prevented in accordance with the following sections of the instructions for use: "IFU states detection methods in gif/cf-170 series operation manual chapter 3 preparation and inspection. IFU states preventive measures in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovidescope exhibited foreign objects in the air/water cylinder, air/water tube, adhesive of bending section cover, and connecting tube. Additionally, the nozzle was clogged with foreign objects. There were no reports of patient involvement.